Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulty. However, factors that can contribute to difficulty removing the omnilink elite from the introducer sheath include, but are not limited to, incorrect size sheath used, balloon refolds, damage to the balloon or damage to the introducer sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left common iliac artery. After successful deployment of the 9.0 mm/29 mm omnilink stent at the lesion site, resistance was felt during removal of the stent delivery system (sds) with the 6fr tapered non-abbott introducer sheath. The stent delivery system balloon was confirmed to be fully deflated prior to attempted retraction. The introducer sheath and the sds were removed together as one unit. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.